Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. Pinnacle has no allegation provided. After review of the medical records the patient was revised to address metallosis. Operative note reported synovial fluid which is grayish color consistent with metallosis. There was wear back side of the cup due to metallosis. Doi: (B)(6) 2008; dor: (B)(6) 2019; left hip.